Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a rep dreamstation device's sound abatement foam. The user alleging device doesn't record some days and will record some days, terrible headaches and sleeplessness. No medical intervention was specified by the patient. During the investigation, product investigation laboratory observed an unknown dust contaminant on the flip door, top enclosure, rear panel, ui panel, bottom enclosure, blower box, blower, and blower seal. Product investigation laboratory observed black hairlike contaminant on the flip door, top enclosure, ui panel, rear panel, bottom enclosure, and blower. Using a known good power supply and power cord, product investigation laboratory tech was able to confirm the device powers on and provides airflow. Care orchestrator data shows compliance rate of 70%, tube temperature set at 3, humidifier set at 4, and humidification mode set to adaptive. There was no error codes logged. The unit got scrapped. Product investigation laboratory is unable to directly address any symptoms. Product investigation laboratory cannot confirm the complaint that it doesn't record. The manufacturer was not able to confirm the complaint or address the symptoms specified.